Event description:
Complainant alleged that the medics were attending a pt (age and gender unknown) who was pulseless and who was not breathing. The medics shocked the pt once at 120 joules, a second shock at 150 joules and a third time at 200 joules. The device then displayed a "low batt" message and the medics changed the device battery and the device powered back up to 200 joules. The medics then continued to shock the pt, at what they believed were 200 joule shocks per their protocol, but when the summary report from the event was printed, it was observed that the device delivered 120 and 150 joule shocks. The pt subsequently expired.